Event description:
It was reported that the patient fell on (B)(6), 2011 and lost stimulation. The implantable neurostimulator (ins) was unable to be interrogated and multiple attempts did not initiate a physician mode recharge (pmr) protocol. Additionally, it was reported that there never was therapeutic effect. Later, it was reported that an x-ray was performed that indicated the lead had moved. The patient was scheduled for an explant and reimplant of the entire system on (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The entire system was replaced, and afterwards, the patient was doing better than he was prior to the replacement. The patient had better pain relief, less positional changes, and easier recharging. The patient had a follow up appointment about a month after the replacement and the patient was "extremely" satisfied with his therapy.

Manufacturer narrative:
Lead model 3778, lot # v087038002, implanted: 2008-(B)(6), explanted: unk, patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na, lead model 3778, lot # v087038003, implanted: 2008-(B)(6), explanted: unk.